Event description:
It was reported by service report that the siderail is broken, both brake rings need to be replaced. The pump pedal spring was also reported missing and foot end jack will slowly drift. No pt involvement or adverse consequences are reported.